Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital for sepsis and hyperkalemia. While admitted to the hospital, the patient expired. The patient had experienced a ventricular tachycardia (vt) storm and the device and external defibrillation were unable to convert the rhythm. The right ventricular (rv) lead impedance was low; however, fluoroscopy was performed and there was no evidence of damage on the rv lead. Two months prior to the patient's death, an alert was sent for shorted output stage detection (sosd). Therefore, the device was not able to charge and there were several sosd aborted charges. Several episodes of vt were successfully resolved with anti-tachycardia pacing (atp), however, the vt storm resumed. The cause of death is believed to be due to hyperkalemia. Further information has been requested but not yet received.